Manufacturer narrative:
On an unreported date, the patient experienced peritonitis; and on an unreported date in 2016 (reported as first half of 2016), the patient was hospitalized for the event. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown and the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory injection (dose, frequency and route not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.